Manufacturer narrative:
No device was returned as the explanted device was disposed of in the field, however a posterior radiograph was provided confirming the alleged complaint. Review of the complaint report identified the patient was paralyzed prior to the surgery with no details on the extent and radiographs from approximately one year post of confirmed fusion had occurred. It is unknown if the patient had experienced any falls, drops or other mobility incidents. No material or lot code information was provided so a complete manufacturing review could not be completed. No root cause could be determined with the limited amount of information received however is likely the result of patient related factors. No additional investigation can be completed. Label review "potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries." "Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)" "patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed."

Event description:
On (B)(6) 2023 a posterior fixation procedure occurred from t2 to pelvis. The surgery was completed without issue. On (B)(6) 2024 a routine follow up appointment occurred where it was discovered the 2 iliac screws had fractured at the neck of the screws. On (B)(6) 2024 a revision occurred where the iliac screws were replaced with screws that were not nuvasive products. The revision was completed without issue or adverse patient consequences.